Manufacturer narrative:
Reported event: an event regarding loosening involving unknown implant shell was reported. The event was confirmed via medical review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion of assessment: the patient underwent a tha apparently in 1993. The cemented allpolyethylene cup revised due to loosening in 2015. Unfortunately, heads for the shep stem were no longer available and a custom taper for a bioball delta head was manufactured by another company. The stem was felt stable at the time with proximal osteolysis. In 2021, the shep stem fractured. The proximal portion appeared loose and the distal portion well fixed. The revision surgery was complicated by intraoperative fractures. A root cause for the etiology of the stem fracture could not be determined without additional medical records and/or evaluation of the explant. That said, the cause was likely proximal loosening secondary to osteolysis and resultant metal fatigue through one of the stem fenestrations after 28 years of service. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the loosening event was confirmed via medical review. No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The indication for an acetabular cup revision was a radiologically confirmed loosening of the cup with osteolysis in the pelvis and significant pain. The sale rep reported - "the surgeon informed us, that the 2015 revision was due to cup loosening, with no evidence of implant failure".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The indication for an acetabular cup revision was a radiologically confirmed loosening of the cup with osteolysis in the pelvis and significant pain. The sale rep reported - "the surgeon informed us, that the 2015 revision was due to cup loosening, with no evidence of implant failure".